Event description:
Manufacturer received report that a mitral valve was explanted due to thrombosis. The pt's anticoagulation treatment was reported interrupted due to pregnancy.

Manufacturer narrative:
A device history records review was performed. The device history records review confirmed the device met all material, dimensional, and performance requirements. Leaflet immobile due to thrombus.